Event description:
This pt had two cypher select stents placed in the distal lad. Upon review, it was noted that there was a gap between the two implanted stents. A 2.75x8mm cypher select plus stent was positioned and was deployed to 20 atms with satisfactory results. The stents were not post dilated. Residual stenosis was 0% and flow through the vessel was timi iii. This was reported to be probably related to the cypher devices and the procedure. Twenty-four hrs post procedure, the pt's troponin levels were sightly elevated (<2 times the upper limits of normal). The pt was discharged after one day hospitalization with orders for daily administration of aspirin, plavix, statins, ace inhibitors, and beta-blockers.

Manufacturer narrative:
This device is distributed outside the united states; however it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR report #9616099-2007-02597. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.